Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient faced issue of infusion set's cannula being kinked on (B)(6) 2024 the blood glucose level of the patient was 445 mg/dl and wastreated with correction bolus via pump. The set was noticed to be kinked within 3 hours of insertion.the site of insertion was located at abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.